Event description:
It was reported by the patient's spouse that the patient is deceased. Further review of the manufacturer's database indicated the patient died approximately two years, nine months post device implant. It was further reported that the patient was found deceased on the bathroom floor by the spouse and the spouse alleges that the device system contributed to the date of death. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2010; (B)(4) implantable tachy lead implanted: (B)(6) 2010.